Event description:
It was reported that the customer was hospitalized because the cannula on the infusion set was bent and the insulin pump did not alarm. Customer did not get insulin over the weekend. Customer's blood glucose level was 500 mg/dl at the time of hospitalization. Customer kept blousing every couple hours. Customer was hospitalized due to having diabetic ketoacidosis. Customer was wearing the pump at the time of hospitalization. Customer had no delivery alarm in the past but the issue was resolved with a set change. Customer stated that the cannula was bent on the first day of use. Troubleshooting was performed and the recommended insertion technique was reviewed. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.